Event description:
While preparing for case zipwire would not deploy from the sheath. Or reports previous difficulty with this product. Product was not used on patient. Device is available for evaluation purposes.